Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported by the surgeon a minimal swelling of the ipsilateral knee after partial knee arthroplasty with a tinbn-coated implant. Surgeon categorized the event as an adverse event, with uncertain relation to the device and probably related to the procedure. Patient was treated with icing the knee and conservative treatment. Swelling is now not persistent anymore.

Event description:
It was reported by the surgeon a minimal swelling of the ipsilateral knee after partial knee arthroplasty with a tinbn-coated implant. Surgeon categorized the event as an adverse event, with uncertain relation to the device and probably related to the procedure. Patient was treated with icing the knee and conservative treatment. Swelling is now not persistent anymore. No additional patient consequences have been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding inflammation: 1 complaint (1 product), this one included, has been recorded on cement pack -1, from (B)(6) 2018 to (B)(6) 2021. The complaint history, regarding the reference number, can't be performed as it was not communicated the complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.